Manufacturer narrative:
This report will be updated when investigation is complete. Trends will be evaluated.

Event description:
Allegedly, patient was revised due to mom complications. Left additional information received 11/03/2015. Corrosion on the modular neck component.